Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of general redness and itching. The patient sought medical attention and was prescribed an over the counter medicaton. The patient reported following proper skin preparation guidelines.